Manufacturer narrative:
Section a- patient gender and patient weight were not yet provided. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that patient has been having syncopal episodes. Upon assessment in clinic, patient had 2 pump off events and a driveline disconnect. The patient had no knowledge of the alarms and reported that they never disconnected their driveline. Log files were submitted for further evaluation. The log captured a pump stop at 7:38 pm on (B)(6)2024 that was due to a manual driveline disconnect. The pump was off for approximately 4 seconds before being reconnected and ramping back up to the set speed of 5000 rotations per minute. In addition, the log file captured multiple power losses to the mobile power unit (mpu) on (B)(6)2024. The system continued to operate at the set speed and was supported by the system controller¿s backup battery until external power was restored. The patient reported that when they move the mpu to different rooms, they will remain plugged into mpu. They also reported that they plugged their mpu into an extension cord. Reeducation of the ventricular assist device system components was provided.

Event description:
It was later reported that the syncopal episodes did not occur with the pump stops.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of a driveline disconnect was confirmed via the submitted log file. The controller event log file contained data spanning 9 days (19dec2024 ¿ 27dec2024 per the timestamps). The driveline was disconnected on 23dec2024 at 19:38:25 resulting in the pump stopping; driveline disconnected, pump off, and low flow hazard alarms activated as intended when the driveline was disconnected. The driveline was reconnected at 19:38:53 and the pump regained the set speed without issue. The pump maintained a speed within the expected range throughout the log file while the driveline was connected. Additional information provided stated that the patient reported that they did not disconnect the driveline. It was reported that re-education on the ventricular assist device system components was provided. No product was returned for evaluation. The root cause of the driveline being disconnected could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 patient handbook, rev. D, under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU), rev. C, under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the low voltage hazard, no external power, driveline disconnected, pump off, and low flow hazard alarm conditions, and the actions to take if the alarms occur. Heartmate 3 patient handbook, rev. D and heartmate 3 IFU, rev. C under section 3 ¿powering the system¿, explains the various ways to power the heartmate 3 left ventricular assist system, including how to properly use the mobile power unit (mpu). These sections state ¿at least one system controller power cable must be connected to a power source (either the mobile power unit or two heartmate 14 volt lithium-ion batteries) at all times. Do not rely on the system controller¿s backup battery, as it will only power the pump for a limited amount of time¿. These sections also instruct the user to first connect the system controller to heartmate 14 volt batteries when moving the mobile power unit to a different location or ac power source. Subsection ¿switching power sources¿ explains how to switch from the mpu to batteries. Furthermore, these documents state ¿to avoid the risk of electric shock, the mobile power unit must be plugged into a properly tested ac electrical outlet that is dedicated to mobile power unit use. Do not use portable, multiple outlet (power strip) adapters or extension cables¿. Heartmate 3 patient handbook, rev. D section 2 ¿how your heart pump works¿ states ¿the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the system controller, reconnect it right away to restart the pump. The pump cannot run without power¿. The patient handbook also warns ¿do not disconnect the modular in-line connector or the pump will stop¿. This section also provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. This section also explains how to replace the running system controller with a backup controller and instructs the user not to attempt to change the system controller without having a trained, competent caregiver by their side to assist. The user is instructed to follow all alarm instructions, including calling the hospital. Heartmate 3 IFU, rev. C section 2 ¿system operations¿ states ¿if the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation.¿ section 2 also contains a section titled "connecting the driveline to the system controller", which provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 2 (under "replacing the modular cable") provides instructions for connecting the modular cable to the pump cable. This section also explains how to replace the running system controller with a backup controller and instructs the user to ensure that patients understand the need for having a caregiver present during a controller exchange and that all labelling instructions are followed, including calling the hospital contact. Heartmate 3 patient handbook, rev. D cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.